Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level ranged from 450-500 mg/dl. Reportedly, customer cleared the alarms and resumed insulin successfully.